Event description:
The customer complained of the insulin pump alarming motor error. Troubleshooting was performed, and the insulin pump failed the displacement test twice. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.